Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the reported information, the patient¿s peritonitis was most likely associated with a breach in aseptic technique caused by the patient taping the connection between the extraneal bag and the stay safe luer lock adaptor. The patient reportedly adopted this practice due to reports of a prior fluid leak between the two connections. The apd luer-lock adapter instructions for use cautions the user to ensure connections is secure prior to treatment and advises not to touch the cones or threads of the adapter. Due to the allegation of fluid leaking between the extraneal pd solution and the stay safe luer lock adaptor; a contributory relationship cannot be excluded. However, at this time, it cannot be determined if the stay safe luer lock adaptor did or did not perform according to specifications.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the pd effluent culture yielded growth of staphylococcus epidermis. The pdrn reported the patient was taping the connection between the fresenius safe lock apd adapter and the extraneal solution bag after experiencing a prior fluid leak between the two connections on an unknown date. Per the pdrn, the patient¿s peritonitis was associated with a breach in aseptic technique due to the patient¿s tapping practice. The pdrn also reported the patient did not develop peritonitis due to the fluid leak. The patient was treated on an outpatient basis with an unknown antibiotic. Per the pdrn, the patient has recovered from the peritonitis event and continues pd therapy. The patient was also re-educated on proper aseptic technique. The pdrn stated the patient has been instructed to do the last fill with the baxter extrarenal bag on a flat surface instead of hanging the bag in order to mitigate pressure that was thought to be inducing the leak.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.